Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump displayed an alert that the data was corrupted on the pump. Tandem technical services confirmed the pump data logs were missing. There was no impact to the customer's blood glucose level.